Event description:
It was reported that there was high chronic right ventricular (rv) pacing threshold on the lead. A new pacing and sensing lead was implanted and the defibrillation coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2005. (B)(4).